Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide devices, referenced were filed under separate medwatch manufacturer reports.

Event description:
Subsequent to the initial medwatch report the following additional information was received. The interventional procedure performed was a percutaneous transluminal coronary angioplasty (ptca). The access site was a common femoral artery and the physician is reported to be trained in the preclose technique.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported issue retrieving the suture was confirmed. Additionally, one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Two unused representative samples with the same lot number (31114k1) as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected, based on the investigation findings from the tested samples. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the femoral artery was attempted using three perclose proglide devices. Reportedly, the suture was not retrieved with the knot preformed. A prostar xl device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the proglide and prostar xl devices. No additional information was provided.